Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that restaged station, sync failed after upgrade. The technical support specialist addressed a sync failure after an upgrade. Knowledge article medstation es 1.7.x cannot complete full sync deadline exceeded was applicable as the server was not generating new snapshots. Customer adjusted specifications per case 07377355, confirming the app server had 16gb ram and structured query language (sql) instance could utilize all 8 vcpu cores. After monitoring for several days, new snapshots were generating. The field service engineer (fse) re-imaged the station and attempted to sync, which took 3 hours but failed. The issue was escalated and resolved by an agent, with product support engineer (pse) identifying outdated snapshot files. The station was fully synced and verified operational. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working after syncing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.